Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device return information. Updated fields: d9, h3. Investigation: one device sample was returned for evaluation. During visual inspection, the reported issue was confirmed; the connecting tube was broken off and could not be re-connected. The lot number information was not provided; without this information, the relevant device history record could not be reviewed. The device instructions for use document was reviewed. Review showed the following relevant instruction for detection of this issue in chapter 9- preparation and inspection: " visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.". The investigation determined that the issue could have been caused by application of force in the incorrect direction. However, the root cause was not definitely established. Olympus will continue to monitor field performance for this device.

Event description:
The sales representative reported to olympus, the connecting tube clips broke off of all the connectors. The issue was found during reprocessing. The washer was moved to a sister facility. There were no reports of patient harm.

Manufacturer narrative:
The device was not yet returned to olympus for evaluation, but it is expected to return. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.